Manufacturer narrative:
The product was returned for inspection. No secondary failures were observed. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during a percutaneous transluminal angioplasty (pta), the physician experienced difficulty/struggled to deflate the 90 cm. Saber 8 mm. X 4 cm. Balloon catheter (bc). Additionally, there was a split noted at the luer hub. A bigger balloon catheter was used to complete the procedure successfully. There was no reported patient injury. Additional information received indicated that the balloon was inflated to eight atmospheres (8 atm.) Of pressure prior to the reported product issue. Only one inflation was performed. The balloon was deflated by pulling it through the sheath to deflate. The patient was not symptomatic as a result of the reported deflation issue. The luer hub issue reported was that the luer hub cracked which was noted by a cracking sound heard during inflation. The procedure was completed successfully without patient injury using the bigger balloon that was reported. The procedure being performed was a percutaneous transluminal angioplasty (pta) of the superficial femoral artery (sfa). A contralateral femoral approach was used for the procedure. The target lesion was reported to be: a partially calcified stenosis. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. The product was stored properly per the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly per the IFU with no problems noted during preparation. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The contrast media used was omnipaque 300 in a fifty/fifty (50:50) ratio of saline to contrast. The patient was reported to be an elderly female. No additional information is available.

Manufacturer narrative:
The product was returned for inspection. No secondary failures were observed. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, during a percutaneous transluminal angioplasty (pta), the physician experienced difficulty/struggled to deflate the 90 cm. Saber 8 mm. X 4 cm. Balloon catheter (bc). Additionally, there was a split noted at the luer hub. A bigger balloon catheter was used to complete the procedure successfully. There was no reported patient injury. Additional information received indicated that the balloon was inflated to eight atmospheres (8 atm.) Of pressure prior to the reported product issue. Only one inflation was performed. The balloon was deflated by pulling it through the sheath to deflate. The patient was not symptomatic as a result of the reported deflation issue. The luer hub issue reported was that the luer hub cracked which was noted by a cracking sound heard during inflation. The procedure was completed successfully without patient injury using the bigger balloon that was reported. The procedure being performed was a percutaneous transluminal angioplasty (pta) of the superficial femoral artery (sfa). A contralateral femoral approach was used for the procedure. The target lesion was reported to be: a partially calcified stenosis. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. The product was stored properly per the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly per the IFU with no problems noted during preparation. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The contrast media used was omnipaque 300 in a fifty/fifty (50:50) ratio of saline to contrast. The patient was reported to be an elderly female. No additional information is available. One non-sterile unit of a saber 8mm4cm 90 balloon catheter was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon of the saber was observed as had been previously inflated and deflated. Also, dried blood residues as well as dried saline solution residues could be observed inside the balloon. Additionally, a cracked condition was found on the hub of the unit received. The hub of the unit was reviewed under a vision system to inspect the hub for any tool marks that could have caused the crack condition. Nonetheless, none was observed. No other anomalies found. Balloon inflation/deflation test was intended to be performed with no success. Water was applied to the inflation lumen of the catheter using a lab sample syringe, and the liquid could not flow through the inflation lumen up to the balloon due to a leakage in the hub from the cracked condition present in the hub. The unit was sent to sem analysis to determine the root cause of the hub crack. Sem results showed that the crack passed through the thickness of the hub. A transversal view of the fractured section of the hub showed that the fractured surfaces presented evidence of brittleness. In these types of fractures, the separation propagates rapidly without an increase in applied stress. These types of surfaces were observed during the analysis in most of the separated surface of the hub. Only a small zone, proximal section of the hub, presented a fracture pattern that shows evidence of plastic deformations commonly found on tensile fractured surfaces. No visual evidence of any chemical degradation or damages in the material was noted and no other issues were observed during sem analysis. A device history record (DHR) review of lot 17625100 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty¿ was not confirmed through analysis of the returned device since it could not be properly evaluated. However, the reported ¿luer hub cracked during use¿ was confirmed through analysis of the device. The exact cause of the stress on the material that led to the cracked condition found could not be conclusively determined during analysis. Based on the information available for review, it is possible that handling factors during use could have contributed to the hub crack and subsequent deflation difficulty reported as evidenced by the plastic deformations noted at the fractured surfaces. The plastic deformations found on the proximal section of the hub suggests that the hub was induced to an excess of force (tension) that caused the cracking. According to the instructions for use (IFU), which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Flush all devices entering the vascular system with sterile heparinized saline or similar isotonic solution. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Apply negative pressures to the balloon for about 30 - 85 seconds until the balloon is deflated. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ neither the product analysis nor the DHR review suggests that the event reported could be related to the manufacturing process. Therefore, no corrective/preventive actions will be taken at this time.